Event description:
It was reported that the user stated, "could not aspirate through the tubing set aspiration discharge device." As a result, they used tubing from their supply room and were able to successfully aspirate. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.